Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to fever and lung pain. During follow-up with the patient¿s pd registered nurse (pdrn), it was reported the patient was hospitalized on (B)(6) 2021 due to fever, lung pain and hyperkalemia (not supported by discharge summary, electrolytes stable). Medical records revealed the patient presented to the emergency room with shortness of breath, hemoptysis, and coughing lasting approximately 1-2 days. A computed tomography (CT) scan confirmed the patient was most likely suffering from pulmonary edema; however, pneumonia could not be completely ruled out given the patient¿s hemoptysis. Blood cultures were collected, and empirical antibiotics were initiated (drug, dose, frequency, route, duration not provided). Pd orders included with the medical records (although limited) indicate the patient was treated with 4.25% dialysate on (B)(6) 2021 (exchanges = 6) , followed by 2.5% dialysate on (B)(6) 2021 (exchanges = 5), and lastly 1.5% dialysate for the remaining 4 treatments (exchanges =- 4), indicating additional ultrafiltration was required/performed. The pdrn reported the patient has not been getting adequate dialysis treatments, and feels the liberty select cycler is playing a role, however no specifics were provided. The patient was discharged on (B)(6) 2021 and resumed using the same liberty select cycler as before the events.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s hospitalization for pulmonary edema, characterized by coughing, fever, hemoptysis and dyspnea. The etiology of the pulmonary edema is unknown; therefore, causality cannot be established. Per the pdrn, the patient¿s dialysis adequacy is poor, and given the circumstances the pdrn does not feel comfortable reporting the liberty select cycler did not cause and/or contribute to the events. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the patient¿s serious adverse events. There is currently no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused/contributed to the events. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having contributed to the serious adverse events. However, without establishing the cause of the events, this clinical investigation cannot disassociate the device from the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to fever and lung pain. During follow-up with the patient¿s pd registered nurse (pdrn), it was reported the patient was hospitalized on (B)(6) 2021 due to fever, lung pain and hyperkalemia (not supported by discharge summary, electrolytes stable). Medical records revealed the patient presented to the emergency room with shortness of breath, hemoptysis, and coughing lasting approximately 1-2 days. A computed tomography (CT) scan confirmed the patient was most likely suffering from pulmonary edema; however, pneumonia could not be completely ruled out given the patient¿s hemoptysis. Blood cultures were collected, and empirical antibiotics were initiated (drug, dose, frequency, route, duration not provided). Pd orders included with the medical records (although limited) indicate the patient was treated with 4.25% dialysate on (B)(6) 2021 (exchanges = 6) , followed by 2.5% dialysate on (B)(6) 2021 (exchanges = 5), and lastly 1.5% dialysate for the remaining 4 treatments (exchanges =- 4), indicating additional ultrafiltration was required/performed. The pdrn reported the patient has not been getting adequate dialysis treatments, and feels the liberty select cycler is playing a role, however no specifics were provided. The patient was discharged on (B)(6) 2021 and resumed using the same liberty select cycler as before the events.